Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio observed that the unit would not power on and that the internal hybrid layer capacitor (hlc) batteries had depleted to zero. The cause of the reported failure could not be determined. A replacement device was provided to the customer.

Event description:
It was reported that the device displayed all three (charge pak, attention and wrench) icons. A new charge pak( the internal hlc battery charger) was installed but the problem remained. The reported problem could be an indicative of the device that would fail to power on and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.